Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had a periprosthetic fracture that compromised the talus and stryker fixos screws were put in. There were 2- 7.0 screws(one was removed, and 1- 5.0 screw. One 5.0 and 7.0 were taken out and one 7.0 was left in (difficult to remove).

Event description:
It was reported that the patient had a periprosthetic fracture that compromised the talus and stryker fixos screws were put in. There were 2- 7.0 screws(one was removed, and 1- 5.0 screw. One 5.0 and 7.0 were taken out and one 7.0 was left in (difficult to remove).

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: patient had an unrelated infection. Furthermore, there is also status after subtalar fusion with the use of three long screws of which two reach beyond the bone (too long), and one is in contact with the pmma. That means per definition that this hardware is also in the infected area, making it more difficult to eradicate the infection. The subtalar fusion has not healed completely, most areas show a delayed/non-union. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed. The infection mentioned above has been reported in MFR report# 3010667733-2022-00374.